Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that this device exhibited a long charge error code. Remote analysis confirmed that the error was due to a corrupted counter. Technical services confirmed that the error is a false positive. The device is operating normally. There were no adverse patient effects. The device remains implanted.